Event description:
Received 2nd degree burns on the hip from this product. Went to family physician, received tetnus shot and was on an antibiotic for ten days. It had to be cleaned and debrided often for the two weeks I was on the antibiotic. Dates of use: 2007. Diagnosis or reason for use: pain in hip, event abated after use stopped or dose reduced? No.